Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. Additional information was requested, and the following was obtained: what do you mean by "the suture was broken from the beginning"? Please explain: it was found that the suture was breaking when the package was opened. Did the suture got broken before it was used in patient or during used it in patient please explain: before use. The following information was requested, but unavailable: did the suture got separated from the needle? Please confirm, no. What was used to complete the procedure? No further information is available. Investigation summary: the product was returned for evaluation, and visual inspection of the sample returned was conducted. Visual analysis of the returned product revealed that one opened sample product code 9033g was received for evaluation. The product code is double-armed. Upon visual inspection of the returned sample, excess epoxy was noted between the end barrel needle and the suture. In addition, the two sutures are glued due to excess epoxy. Based on the information currently available, the stringy epoxy defect was identified during the investigation of the sample received. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ophthalmic procedure on (B)(6) 2022 and suture was used. After the package was opened, the suture was broken from the beginning. No adverse patient consequences were reported. Additional information was requested